Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, stent failed to open occurred. In (B)(6) 2011, patient presented with recurrent constricting chest pain, shortness of breath, swelling in the ankle and was subsequently diagnosed with stable angina and was referred for cardiac catheterization which revealed one lesion. The 75% stenosed, de novo target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3 mm and lesion length of 15 mm. The lesion was treated with direct placement of a 3.50 mm x 16 mm taxus element drug-eluting stent but it was noted that the stent failed to open. Post dilatation was performed with a non-bsc catheter balloon to open the stent resulting in 0% residual stenosis and good radiological results. The patient was discharged on aspirin and clopidogrel one day post-procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).